Event description:
It was reported that after successful deployment of a bifurcated device, an infrarenal aortic extension, and bilateral limb extensions, an angiogram identified a type iii endoleak between a hypogastric snorkel stent and a limb extension in the right common iliac artery. Reportedly, the patient was treated with a balloon expandable and competitor¿s stent graft to address the endoleak, but the endoleak was still present. The physician is in the process of determining course of action. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The sample was not returned for evaluation. Images and medical records were provided and review by clinical specialist. Based on review of the information the cause of the reported event cannot be determined. However, a possible root cause may be tortuous vessels or improper stent graft sizing. There is no evidence the device caused or contributed to the event. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The lot usage history shows that no other units from this lot have been involved in similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.